Event description:
Patient is status post an l4-5 interbody fusion for spondylolisthesis and stenosis on day one. Post operative imaging on after two days showed good hardware placement. 9-days post operative check, with no complaints and good reported recovery. Who presented at 6 week post operative check with severe left-sided radiculopathy starting 2 weeks prior and noted to have a dorsal extrusion of the interbody cage at l4-5 with significant lateral recess stenosis. The patient required revision of the interbody cage and the arthrodesis and replacement of the cage with a titanium expandable cage.